Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. A 20x4.00mm promus premier drug-eluting stent was selected for use. However during preparation, it was noticed that the stent had moved on the balloon at the proximal end when the stent protector was taken off. The device was never used with the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the entire stent length with stent struts lifted from there crimped stent positions. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The maximum crimped stent profile measurement at the time of manufacture was within specification. The tip was visually and microscopically examined and no damage was noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 80 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer, inner and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. A 20x4.00mm promus premier¿ drug-eluting stent was selected for use. However during preparation, it was noticed that the stent had moved on the balloon at the proximal end when the stent protector was taken off. The device was never used with the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device lot number updated from 19948856 to 19463353. Device expiration date updated from 11/07/2018 to 12/30/2017. Device manufactured date update from 12/01/2016 to 08/03/2016. (B)(4).

Event description:
It was reported that stent moved on balloon. A 20x4.00mm promus premier¿ drug-eluting stent was selected for use. However during preparation, it was noticed that the stent had moved on the balloon at the proximal end when the stent protector was taken off. The device was never used with the patient. The procedure was completed with another of the same device. No patient complications were reported.